Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Upon evaluation, of the photos attached to the complaint, the condition observed was consistent with the drawing requirement, and the fraying allegation was reviewed in accordance with drawing c26235, note 1, which specifies: trim the loose yarns as close to the surface of the braid as possible. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21st august 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-3638, knotless fibertak¿ with #2 suture (5-box), 1 unit of ar-3638 was pulled out and 1 unit of ar-3638's shutting suture was frayed. This was detected during a shoulder bankart and remplissage repair on (B)(6) 2025. The procedure was completed successfully by opening another implant. There was no patient harm.